Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4).

Event description:
The customer reported the left monitor is going out, and image flickers and shifts when moving the high voltage cable. No patient injury was reported.